Event description:
A patient enrolled in a clinical study underwent a total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to postoperative stiffness. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."